Event description:
It was reported that there was a subdural hemorrhage anterior and inferior to the burr hole. The etiology was listed as relate dot he implant procedure and related to the device/therapy. There was no action taken as a result of the event, and the issue was resolved without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.